Manufacturer narrative:
An image of the fragmented piece of the trocar was provided by the customer. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "on (B)(6) 2015, patient underwent a laparoscopic cholecystectomy at an unidentified hospital (as yet). The "kii sleeve; 5 x 100 mm; ref (B)(4)" was used. During the surgery, an approximately 25 mm piece of the trocar allegedly broke off and was left in the patient's abdominal cavity, "resulting in a great deal of pain lasting for more than seven months." Additional information received via email on november 14, 2016: the procedure was performed at (B)(6) health by dr. (B)(6). The trocar was apparently discarded after the surgery, but the broken off portion found in the patient's abdomen was preserved. A representative at pih said that this event has never happened before. The representative also stated that this was not a reprocessed trocar. A photo of the trocar taken by the representative will be provided for evaluation.

Manufacturer narrative:
The event product was not returned and no lot number was provided to applied medical for evaluation. Only a photograph of the broken cannula recovered from the patient was received. Based on the photograph, engineering was able to confirm there was a broken cannula. The root cause of the event is likely due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. Applied medical has initiated a corrective and preventative action (CAPA), which was intended to minimize the potential for this type of event to occur. Modifications to the molding process, as detailed in the CAPA, have shown to be effective as this type of event has been greatly reduced. A risk assessment was conducted and concluded that the level of risk remains at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.